Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30jul2019. The field service engineer (fse) replaced the gas delivery system to address the reported problem. Failure analysis on the returned gas delivery system (gds) shows that the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the air delivery/air flow accuracy test. There was no patient involvement.